Event description:
A report was received that a pt's precision system was explanted due to complications from the permanent implant procedure. The pt reported experiencing numbness from the belly button down. The physician's assessment was that the pt's numbness was caused by the paddle lead putting pressure on the spinal cord, which put pressure on the pt's leg. The pt remains hospitalized and is undergoing rehabilitation and is progressing.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned to bsn for evaluation. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.